Event description:
Device malfunction: balloon failed to deflate. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that in a kissing balloon procedure in the iliac the right side agiltrac balloon failed to deflate. The balloon was intentionally inflated to burst pressure by the physician, causing the balloon to rupture and the balloon was removed as one unit with further incident. No patient injury or effect was reported. No additional information was available.

Manufacturer narrative:
Evaluation summary: quality assurance revealed that the agiltrac catheter was returned with dried blood visible in the balloon and sidearm. There was no visible contrast. The coil grommet was attached to the strain relief tubing of the catheter. There was a 54.0 mm longitudinal rupture on the balloon from the distal seal to the proximal seal. There was no other damage noted to the catheter. A 20cc syringe, filled with water was attached to the inflation port of the sidearm, and the catheter was pressurized and fluid was observed exiting the distal end. The distal end of the catheter was submerged into the water bath, an empty 20 cc syringe was attached to the inflation port of the sidearm, pulled negative and fluid observed entering into the syringe. Quality engineering reviewed the incident information and the returned device was analyzed in the returned goods lab. The intentional rupture was confirmed and the inflation/deflation lumen of the device was tested for obstructions or occlusions, none were found. Other than the intentional rupture noted, the device appeared to be functional due to the inflation lumen being clear. Quality engineering was unable to determine a root cause in this case due to the limited information reported on the "kissing" sequence of events and the lack of information provided on the other balloon catheter used in the procedure. The difficult to deflate could not be confirmed in the returned goods lab. Operational context; the "kissing" procedure itself (two balloons in contact with each other while being simultaneously inflated and deflated) may be related to the root cause, i.e. The conditions under which the device was subjected to may have contributed to the event. A lhr (lot history record) review was performed on the associated part and lot number combination and there were no nmrs (non-conformance reports) noted. The samples tested at final finished goods inspection for inflation and deflation all passed with results being within the maximum time requirements. There have been no other agiltrac incidents with same lot number reported. Corrective action may be taken based on trend results. This MDR is considered closed by the quality assurance department.